Manufacturer narrative:
Manufacturer reference #: (B)(4). Similar to device with 510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to study: this (B)(6) male patient had a type ia endoleak noted on a follow-up CT (2 days post-procedure). On (B)(6) 2016, a proximal component (zta-pt-34-30-209, lot e3383261) was implanted without difficulty. The left subclavian artery (lsa) was partially covered with the proximal zone of stent graft implantation being in zone 1. Additional procedures for lsa and lcca revascularization were completed prior to implantation of the study device. On the final completion angiogram, there was no evidence of an uncorrected endoleak. On (B)(6) 2016 (2 days pp), a follow-up CT showed a type ia (proximal end) endoleak which had not been present on the previous film read. This did not result in a new clinical event or intervention. Patient outcome: on (B)(6) 2016 (6 days pp), the patient was discharged from the hospital.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: this complaint was initially reported to cover type ia endoleak. The complaint file is now reopened due to new information. The added information states that on (B)(6) 2018 (899 days post-procedure), the patient underwent a secondary intervention where a proximal extension was placed to correct a type 1 endoleak. Furthermore, the aneurysm diameter has decreased down to 70 mm. Based on this information, the cause of type ia endoleak could not be established. Endoleak is a known inherent risk of the device. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). Similar to device with 510(k) p140016. Summary of investigational findings: based on the provided information, it was not possible to determine the root cause of the reported type ia endoleak. The root cause of this event is therefore unknown. This complaint will be reopened, in case additional information is received. No evidence to suggest device not manufactured to current specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: this (B)(6) male patient had a type ia endoleak noted on a follow-up CT (2 days post-procedure). On (B)(6) 2016, a proximal component (zta-pt-34-30-209, lot e3383261) was implanted without difficulty. The left subclavian artery (lsa) was partially covered with the proximal zone of stent graft implantation being in zone 1. Additional procedures for lsa and lcca revascularization were completed prior to implantation of the study device. On the final completion angiogram, there was no evidence of an uncorrected endoleak. On (B)(6) 2016 (2 days pp), a follow-up CT showed a type ia (proximal end) endoleak which had not been present on the previous film read. This did not result in a new clinical event or intervention. Patient outcome: on (B)(6) 2016 (6 days pp), the patient was discharged from the hospital.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 17dec2018: on (B)(6) 2018 (899 days post-procedure), the patient underwent a secondary intervention where a proximal extension was placed, to correct a type 1 endoleak. In relation to the secondary intervention, the site has provided following comments: "procedure pre planed in two steps: the first step was transposition of the tabc at the proximal level and the second step was recover of the tevar". Aneurysm diameter: (B)(6) 2016 - 93mm. (B)(6) 2016 - 90mm. (B)(6) 2016 - 68mm. (B)(6) 2018 - 70mm.